Event description:
It was reported that vent fail during use no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
It was reported that after the machine passed its self-test, on september 13, 2024, at 11:50 a.m., while the anesthesia machine was inducing intubation, the anesthesia machine suddenly did not work, and neither the machine-control mode nor the mannual-control mode operated, resulting in the patient's hypoxia for 5 minutes, with a decrease in pulse-oxygen saturation from 90% to 70%, which was promptly recognized by the anesthesiologist at 11:53 a.m. On (B)(6) 2024, who immediately ballooned the machine for hand-control ventilation, and immediately switched to a different anesthesia machine for continued anesthesia-induced intubation. Based on the information in the report it was assessed as a reportable event. Our fse confirmed with the hospital's anesthesia department and responded that it had reported the adverse event. The engineers tried to contact the person who reported the adr event, but there was no answer. The anesthesia machine was manufactured in 2017 and the maintenance and repair condition was unknowm. Based on the current limited information, the root cause of the event could not be confirmed. Continuous monitoring.

Event description:
It was reported that vent fail during use no health consequences have reportedly occurred.